Manufacturer narrative:
The service engineer (se) inspected the device and found the dc (direct current)-dc converter printed circuit board (pcb) and the graphic user interface (gui) central processing unit (cpu) pcb burned. The se replaced the dc-dc converter pcb and the gui cpu pcb. Both the gui cpu pcb and the dc-dc converter pcb were returned to medtronic for failure investigation. A visual inspection of the dc-dc converter pcba determined thermal damage to multiple components surrounding the c83 capacitor and additional thermal damage was noted on the backside of the gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon turning on, a 980 ventilator had a burn smell and the unit did not switch on. The ventilator was not in use on a patient at the time of the reported event.